Manufacturer narrative:
Serial numbers continued: (B)(4). For 1 event, the external probe wash water volume was insufficient. For 3 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the gear pump was bad. For 2 event, the investigation is ongoing. The follow up actions for 1 event was that the probe wash was adjusted. As a preventive measure, all internal and external probe wash adjustments and other adjustments were performed. Precision studies were performed and recovered within guidelines. The follow up actions for 1 event was that the gear pump was replaced. The follow up actions for 1 event was that an instrument check was performed and did not pass. The analyzer was then decontaminated. After this, the performance check was repeated and was within specifications. No further issues occurred. The follow up actions for 1 event was that the field service engineer found some water carryover between neighboring cuvettes due to a cuvette filling level mis-adjustment. This was corrected. There were no follow up actions for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>7</noe> malfunction events. Questionable high results were generated by the cobas 8000 c 702 module. The events involved at least 6 patients with the following: 3 questionable results for crep2 creatinine plus ver.2. 1 questionable result for altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation. 1 questionable result for crej2 creatinine jaffé gen.2. 1 questionable result for ldhi2 lactate dehydrogenase acc. To ifcc ver.2. Unspecified number of questionable results for crpl3 c-reactive protein gen.3. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For two events, the investigation could not identify a product problem. The cause of the event could not be determined. Follow up actions for these events include: the mixer, probe, wash, and gear pump pressure adjustments were checked. Mechanism checks were performed and timing was checked with an oscilloscope.